Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the customer pads were returned and tested in a known working g5 unit. The reported error could not be reproduced during testing. All parts passed the verification testing, indicating that the electrodes were communicating correctly. It is unclear where the communication issue began, but it is unlikely the issue began at the supplier. The log file suggest that the pads were first attached to the device on (B)(6) 2024 but the error condition did not begin until a daily self-test detected the issue on (B)(6) 2025. The investigation is closed as no fault found; pads will be scrapped as a precaution. No emerging trend based on similar reports.